Manufacturer narrative:
E1 - initial reporter facility name unknown. No device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Event description:
It was reported that during use the balloon was inflated after the catheterization, and the balloon was found to be leaking, so it was removed. The second endotracheal tube that passed the air leak test was replaced, and the air still leaked after the catheter was inserted, so it was removed. The third endotracheal tube that passed the air leak test was replaced, and the air still leaked after the catheter was inserted, so it was removed. There was patient involvement, and no patient harm reported.